Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, during taking blister out of package/carton (outside operating room) blister became damaged - piece broke off. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n90e55. There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, it appears like the blister is broken and the broken piece is still attached to the tyvek; a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. However, no definitive conclusion could be reached as the device was not returned for analysis. Hands on analysis should provide the evidence necessary to confirm the root cause. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). The analysis results found that the harh36 device was returned outside its package. In addition, only the tyvek was returned for analysis. Upon visual inspection, it was observed that the tyvek from the packaging has a piece of the broken blister still attached. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.